Event description:
During a laparoscopic cholecystectomy procedure, the electrosurgical unit pedal had stopped working. The pedal was replaced with a different pedal that worked from the equipment room. Upon completion of the procedure after taking the surgical drapes off the patient a small area of open skin was noted 4.5cm x 0.5 cm on the patient left upper quadrant. The area was immediately cleaned with normal saline and derma bond applied. A dry non-adhering dressing was placed on the area and secured with a tegaderm. The patient was discharged home in stable condition.